Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the contact alleged the occlusion alarms were caused by infusion set issues due to the customer's lean body type. No troubleshooting could be performed to verify the cause of the occlusion alarms. Tandem technical support educated the customer in regards to alternate infusion set types.